Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead failed the atrial lead position check and had dislodged. It was further reported that ra lead capture could not be confirmed and the ra lead appeared to sense ventricular activity on current electrograms (egm).the ra lead was reprogrammed, repositioned and remains in use. No patient complications have been reported as a result of this event.